Event description:
The customer reported via phone call that they exposed the insulin pump to moisture. The customer's blood glucose was unknown. The customer stated water leaked into the plastic bag where the insulin pump was stored. The customer did not drop the insulin pump. Customer reported observing fluid under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded electronic assembly during our visual inspection. The insulin pump passed the displacement test. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.